Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -13.5/3.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned and that did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. The replacement lens is horizontally implanted and turned clockwise 30 °.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).